Event description:
Hospital advised that the pump had been set up to infuse gentomycin. The user started the infusion and stopped it after an unknown period of time. The bag of gentomycin and the administration set remained on the module. Several hours later the infusion was restarted. After an unknown time period, the pump alarmed and displayed channel error. Infusion to the patient was interrupted. There was no patient consequence.